Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) underwent a procedure to explant and replace their entire system due to persistent urinary incontinence despite an earlier revision procedure to place a shorter cuff component. The aus was successfully replaced; no further patient complications were reported.